Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris infusion set had components separate. The following information was provided by the initial reporter: "it was reported by the customer that the tubing set came apart after priming was placed on it. "

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing coming apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21083021 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21083021 regarding item #2420-0500.

Event description:
It was reported that bd alaris infusion set had components separate. The following information was provided by the initial reporter: "it was reported by the customer that the tubing set came apart after priming was placed on it. "